Manufacturer narrative:
(B)(4) device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 99% stenosed lesion was located in a brachial shunt within the moderately tortuous brachial artery. The physician advanced the 4.0 x 20mm sterling balloon dilatation catheter across the lesion and inflated one time to 6 atms, however, the balloon ruptured. A 5.0mm sterling balloon catheter was used to successfully completed the procedure. No patient complications were listed and the patient's status was reported as "good".